Event description:
During a laparoscopic cholecystectomy procedure, the high frequency cord used with the monopolar endoscopic instrument caught fire at the joint between the connector to the esu and the cord, severing the cord into two pieces. The fire extinguished itself when the cord was burnt in two.